Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 400 mg/dl and a bolus was delivered to address the bg level. That night the customer received multiple occlusion alarms during bolus delivery. The infusion set was changed and insulin delivery was resumed. The next morning, the customer's bg was 40 mg/dl due to the customer overcorrecting for the high bg. Cookies and milk were consumed to address the low bg. A pump system check was performed using the current supplies on the pump and no device issues were found. The customer's bg had been 198 mg/dl and dropped to 176 mg/dl. The customer declined any further follow up.